Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that the patient underwent a left inguinal hernia repair procedure in 2008 and mesh was implanted. Three weeks post-surgery, the patient experienced severe nerve pain, numbness and discharge for over two years. The physician suggested nerve blockers, but the patient declined due to breastfeeding at the time. After about two years, the pain began to subside. The patient is still experienced continual urinary tract infections, discharge, occasional bleeding, pain and numbness at the surgery site. Additional information has been requested.